Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the the unstable the electrical connection due to the deterioration of the converter.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The error e103 (clv lamp error) occurred. The user rebooted the device, but the reported phenomenon was not resolved. The usage time of the lamp was within 100 hours. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.